Event description:
On 2015-12-30 the representative confirmed that on (B)(6) 2015 there was the suspicion of disconnect on the pump after sudden loss of analgesia and this was indeed confirmed during exploration. The catheter was reconnected and after this the patient had excellent analgesia. There was no further information provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, product type: pump. (B)(4).

Event description:
On 2015-11-12, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving fentanyl (5mg/ml) at an unknown dose via an implantable pump for an unknown indication for use. On (B)(6) 2015, there was a suspicion of a catheter disconnection from the pump after a sudden loss of analgesia. The disconnection was confirmed during "exploration". The issue was not resolved. Additional information has been requested regarding outcome, device information, troubleshooting performed and potential causes, but it was not available at the time of this report.

Event description:
Additional information was received from the representative who reported that the issue was not resolved and no actions or troubleshooting had been taken to resolve the event. Despite requesting the following information there was no further information was provided regarding the model and serial numbers or the daily dose. However, it was then also reported that a disconnection had not occurred and no exploration had been done yet. The patient's sudden analgesia had occurred after a pump replacement. Additional information was requested to clarify the representative's conflicting report of a disconnection and exploration, troubleshooting, potential cause, and event dates. Should additional information be received the event will be updated.